Manufacturer narrative:
According to the received info, this penile prosthesis was implanted on 1/14/1988. On 9/5/1996 a received complaint from a pt rep stated, "the device was removed in 5/1988 due to an infection." The pt rep has not provided a means or release to continue with this investigation. To date, this complaint has not been reported by a medical professional or confirmed by the MFR. Without info from a medical professional or an explanted device, quality assurance is precluded from commenting on this occurrence. Should additional info and/or the explanted device become available, the file will be re-opened and re-evaluated, according to procedures.

Event description:
Per the info provided to co by means of the pt's rep, the device was removed due to "infection".